Event description:
The caller reported an issue where the pump failed to register the amount of insulin in the cartridge and tubing, resulting in error messages and inaccurate insulin unit measurements. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting and no additional actions were taken by technical support.